Event description:
It was reported that noise resulting in oversensing and mode switching was observed on the right atrial (ra) lead. Lead insulation damage was suspected, but not confirmed. The device was reprogrammed to resolve the event. The patient was in stable condition.